Manufacturer narrative:
The device was received by depuy synthes power tools the device was evaluated and the condition "bent drive shaft" could be confirmed. During service the device was found with a damaged drive shaft. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device required servicing. During servicing, the device was found to have a bent drive shaft. It is unk if the device was used during surgery. It is also unk if there was any patient or user injury, medical intervention or surgical delay related to the event. Date of event is unk. No add'l info available.